Event description:
The device was used during a v.a.t.s. Procedure. The stapler would not cut the tissue and that the staples were malformed. The surgeon used a new device to complete the case. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, n/a; cartridge condition, n/a; cartridge return batch number, n/a; condition of knife, good and instrument number, 37. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and test cartridge batch #, k00u9f. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incidenct as it occurs in order to continuously improve co's products.